Event description:
Edwards was notified through the thv implant registry that the patient passed away 7 days after the successful implantation of a sapien valve via the transfemoral approach. No additional information was provided.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
It was found that this event was previously reported by edwards lifesciences. The investigation of the event will remain under the original manufacturer report # 2015691-2014-00011.